Event description:
It was reported the programmer was locking up during attempts to interrogate crt-p (cardiac resynchronization therapy - pacemaker) devices. "Please wait" screen never clears. The programmer was returned for repair. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm that programmer would lock up on the please wait screen during device interrogation; programmer was able to interrogate devices wireless and non-wireless using the provided head. Analysis found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. Latch tab was broken on the cord door, left keyboard hinge was broken, and small amount of corrosion found at bulkhead. (B)(4).